Manufacturer narrative:
510k: this report is for an unknown guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation with expert nailing system was applied to proximal humeral diaphyseal fractures on (B)(6) 2018. During the procedure, the spiral blade was inserted over a guide wire. The surgeon determined that the guide wire was bent, so a new guide wire was used and reinserted. The spiral blade was then reinserted over it but it interfered with the nail. The affected hole was re-reamed using a projectile burr so the spiral blade was inserted properly. The surgeon commented that the first reaming with the projectile burr was not completed properly. Thus, when inserting the spiral blade using a hammering, the position of the hammering was deviated from the original position. This position of the spiral blade did not match the affected hole on the nail which caused the interference. The surgery was completed successfully with a 30-minute delay. There was no adverse consequence to the patient. Concomitant device reported: spiral blade aiming arm: (part# 03.010.055, lot# unknown, quantity# 1), projectile burr (part# 358.682, lot# unknown, quantity# 1), spiral blade inserter: (part #: 358.696, lot# unknown, quantity# 1), spiral blade coupling screw: (part# 358.697, lot# unknown, quantity# 1), ti cannulated humeral: (part# 04.001.224s, lot# unknown, quantity# 1). This report is for one (1) unknown guide/compression/k-wires. This is report 2 of 2 for (B)(4).